Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received on 2015-07-21 from a healthcare provider (hcp) via crts (customer response tracking system) regarding a (B)(6) female patient receiving 2.6mg/day of dilaudid (hydromorphone) (concentration unknown) via an implanted infusion device. The indication for use was noted as non-malignant pain and failed back syndrome-other. The hcp stated that event logs upon interrogation showed a motor stall occurred (B)(6) 2015. Per the hcp "one week ago" (july 2015) the patient began to have withdrawal symptoms. The patient complained of nausea and fever symptoms that were "progressive (not gradual or sudden)." Numerous stalls and recoveries were noted in the event logs with the last stall occurring (B)(6) 2015 with a tube set message that occurred (B)(6) 2015. The motor stalls were not associated with an MRI (magnetic resonance imaging). The reporter was going to refer the patient to the surgeon to schedule pump replacement. No follow up was required at the time of this report because all required fields were deemed sufficient. If additional information is received, a follow up report will be sent.